Manufacturer narrative:
Patient reported that the sensor fell off at night after his shower. There is a lot of scar tissue at the insertion site and there are no additional site preparations. Patient does not shave first. This happened once before about a month ago. There is no additional information at this time.

Event description:
Patient contacted dexcom to report a poor patch adhesion.